Manufacturer narrative:
The reported events of noise, low defibrillation pacing lead impedance and insulation abrasion were confirmed. As received, a complete lead was returned in five pieces. The lead impedance test was not performed due to the condition of the lead, as received. Visual inspection of the lead found two internal insulation abrasion breaching the right ventricular cable lumen in between the suture sleeve tie impression and superior vena cava shock coil with intact etfe cable coating and internal insulation abrasion breaching the ring electrode cable lumen in between the right ventricular and superior vena cava shock coil with abraded one of the ring electrode etfe cable coating. The cause of the reported events was due to internal insulation abrasion breaching the right ventricular cable lumen with intact etfe cable coating and ring electrode cable lumen with abraded one ring electrode etfe cable coating.

Event description:
It was reported that a patient presented with over-sensing of noise and low defibrillation impedance notes on the right ventricular lead. Upon examination of the lead via x-ray, externalization of the lead conductors was noted. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.